Manufacturer narrative:
Pump passed the displacement, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Blood glucose level at the time of the incident was 512 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.